Event description:
The customer contacted baxter's technical service center to report a homechoice (hc) with a drain issue after use. The technical service representative (tsr) will swap out the hc. There was no patient injury or medical intervention indicated at the time of the initial report. During initial assessment of the returned device, the event log recorded the homepatient drained less than the required 85% of the fill volume on therapy date (B)(6) 2010 due to the homepatient bypassing the low drain volume alarm.

Manufacturer narrative:
(B)(4). Device evaluation expected, but not yet completed. Any results of evaluation will be provided in a follow up e MDR.

Manufacturer narrative:
(B)(4). Upon further investigation by baxter, this event has been determined to be non-reportable.